Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection found the keypad support lens was broken. Service history review identified this device has not been in for service previously. The event history log was reviewed and checked the clutch plunger lever. Functional testing was able to duplicate the customer reported issue. The check clutch plunger lever error was found during occlusion test. The investigation determined the cause of the issue was a combination of the lead screw and both clutch halves found slipping during the occlusion test which was causing the error. The lead screw and both clutch halves were replaced.

Event description:
It was reported that the device had a travel coarse error. Per reporter, the event occurred during testing. There was no physical damage reported. There was no patient involvement.